Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient is having to charge every 2-3 days because their ins will deplete. The patient reported that they usually have to charge every 7-10 days. The patient wanted to know if this was normal. The patient has recently been reprogrammed. It was reviewed how reprogramming can effect recharging. The patient stated that they were reprogrammed about 2 weeks ago to optimize their therapy. The patient charges their device fully. The best practices for charging the device were reviewed. It was recommended that the patient meet with their rep to reprogram if they are unhappy with their recharge frequency. No further complications were reported or anticipated. No symptoms were reported. Additional information: it was reported the patient is now recharging every other day. Patient stated if she would charge on monday her ins would be off/she would stop feeling stimulation by the middle of tuesday. Patient stated she noticed that its "taking two days to charge"/has to leave it on all day/her charging sessions are longer. Patient confirmed she gets all the black boxes while charging. It was reviewed recharging intervals can be dependent on programming and the patient's setting/usage she normally charges when the ins battery level is around 50% but sometimes her schedule doesn't always allow that. The patient stated she has her appointment with her healthcare provider (hcp) next wednesday. No further information was reported.